Event description:
It was reported that there was discoloration with the tray after opening with a 2ml bd syringe¿ with 23 g x 1 ¼ in. Needle. This occurred on 30 separate occasions prior to use. The following information was provided by the initial reporter, translated from chinese to english: it's found that ea package discoloration after unwrapped the trp package defected product didn't used on patient.

Manufacturer narrative:
Investigation: bd has been provide with a photo and 100 samples for catalo 301940 lot 1803215 to investigate for this record. Visual examination of the photos and samples identified the yellowed part of the blister as burnt film product during the sealing process. As a result, bd was able to verify the reported issue. The burnt film was produced in the sealing die during the primary packaging process. The sealing process works with temperatures around 150ºc, for that reason there is a water refrigeration system to avoid damaging the unit package. Bd concludes that a punctual failure in that system, produced an ineffective refrigeration of the sealing die, so during a stoppage of the machine, the film of the blister gets burnt and produced the reported issue. This a cosmetic defect which has no risk to the health because the yellowed film does not affect the sealing properties of the primary packaging of the product. DHR showed no indication of the alleged defect.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was discoloration with the tray after opening with a 2ml bd syringe¿ with 23 g x 1 ¼ in. Needle. This occurred on 30 separate occasions prior to use. The following information was provided by the initial reporter, translated from (B)(6) to english: it's found that ea package discoloration after unwrapped the trp package defected product didn't used on patient.